Manufacturer narrative:
Field svc engineer (fse) confirmed the pediatric dose rate was 5.2 r and re-adjusted dose to 4.3 per svc manual. Fse verified proper operation per svc checklist. The keithly used during the install was a different meter than used by fse on the svc call. The original setting was done with meter control ccn # 877 and the setting was placed at 4.7r. When measured by fse on the re-visit using a different keithly, fse got a 5.2 r. The accuracy/variation known to exist in the keithly meters is +/-5%. The difference from 4.7 to 5.2 r is within the 5% variation. Both keithlys were within their calibration due dates when used. Fse re-set the pediatric dose low so that any meter variation on the physicist checks would not be higher than 5 r. A review of cts shows no similar issue reported on this unit.

Event description:
Per physicist report pediatric dose is high.